Manufacturer narrative:
H.6. Investigation summary: observations and testing was not conducted because no units (samples) or photos were provided for investigation of the alleged defect of needle retraction failure. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that needle retraction failure occurred during use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "an angiocath used on patient would not retract, and when it finally did the needle remained partially out of the safety device. Lot number 9064848 22gauge angiocath. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle retraction failure occurred during use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "an angiocath used on patient would not retract, and when it finally did the needle remained partially out of the safety device. Lot number 9064848 22gauge angiocath. "